Manufacturer narrative:
(B)(4). Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The manufacturing process was reviewed. There is a 100% online automated vision inspection system that can detect and reject products not meeting the lie distance requirement. If the needle pierced through the catheter in the manufacturing process, the defective part would be rejected by the automated vision inspection system as the product would not have any lie distance. Investigation conclusion: unable to confirm the customer experience as no sample and no photo was returned. End user risk assessment as per p-eura document, (B)(4), severity is negligible (s1) occurrence. (Sum of complaints / batch quantity) x 1,000,000, (1/54000) x 1,000,000, 19 ipm which is occasional (o3), the risk is acceptable per ms-qs-034. Root cause description: the probable root cause for the reported defect could be due to the user having partially withdrawn the needle from the catheter and upon another attempt to insert the needle into the vein, the needle pierced through the catheter and damaged the catheter. However, as it not possible to confirm how the product has been used, the root cause cannot be determined. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the needle pierced through the bd venflon¿ pro safety shielded IV catheter during the infusion. The following information was provided by the initial reporter, translated from (B)(6) to english: "during an infusion, the needle pierced the catheter".